Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the tip of the trocar chipped. 5 mm trocar was used at the left hand of surgical physician assistant and seemed not to have been contacted with surgical device such as ultrasound device. Strong shock was not applied neither. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that there was a gouge at the distal end of the cannula. The trocar, insufflation port, envelope seal and circular seal all appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouge at the distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the tip of the trocar chipped. 5 mm trocar was used at the left hand of surgical physician assistant and seemed not to have been contacted with surgical device such as ultrasound device. Strong shock was not applied neither. The procedure was completed with another device of the same type. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.